Event description:
Baxter received a report from a baxter technician stating the head was raising on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The baxter technician found the¿head panel release weldment needed to be repaired. The hillrom¿ transport, procedural, and specialty stretchers are intended for caregivers to use for the treatment and transportation of patients in all areas of the hospital, surgical centers, and other patient care facilities. There are no known contraindications for these stretchers when used in accordance with this instruction for use. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in november 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The technician repaired the head panel release weldment to resolve the reported event. Based on this information, no further action is required.